Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 160 units against an expected 260 units. There was no adverse impact to the customer's blood glucose level. The caller completed the necessary steps to address the issue but declined to load a new cartridge, opting to continue using the current cartridge and follow up if necessary.